Manufacturer narrative:
Evaluation results: death. Congestive heart failure. Conclusions: congestive heart failure.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 10 weeks ago. Aneurysm and vessel morphology were not reported. It was reported that the patient died of congestive heart failure 16 days post implant. No additional information was provided.